Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the monopolar curved scissors instrument did not move in the intended direction. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the reported failure was not confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Additional observations not reported by site: 1. The instrument blade was damaged. Both blade edges were indented, which prevents the blades from closing. 2. The instrument was found to have a bent banana plug at the back end of the housing. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer noticed that the instrument wrist had no issue, but the tip had delayed movement when opening and closing persistently. The instrument tip did not go the opposite direction of the intended direction or move on its own in an uncontrolled way. The movement was precise. The movements of the surgeon scaled appropriately to the instrument, but the timing of instrument movement was not appropriate. Additionally, no intra-operative or post-operative complications occurred. According to the surgeon, this event did not impact the procedure and patient¿s health or cause any long-term complications with the patient. There was no instrument-to-instrument or system arm-to-arm interference. No shakiness/friction/external collisions were observed. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. There was no injury to the patient as result of the event.